Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.